Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to several components on the distribution node pca being out of tolerance. The root cause for the defective distribution node pca components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.